Event description:
Facility reports that an internal blood leak occurred upon the initiation of the treatment ebl-250cc. New system set up and dialysis continued. Post dialysis patient given prophylactic antibiotics. No further treatment needed. Patient discharged to home. Sample had been discarded.